Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for a battery failure, despite being plugged in, during delivery of norepinephrine to an adult patient who had undergone liver transplant.. The event occurred in the inpatient area. No patient harm was mentioned however the pump was switched to a new one and medication restarted while the patient was monitored. No additional information is available.